Event description:
The technician alleged that the head end of the bed would not raise. No patient impact.

Manufacturer narrative:
The technician found the plunger in the head solenoid valve was stuck. The technician freed the plunger from the head solenoid valve to resolve the issue.